Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection revealed a 1 cm cut in the tubing, 16 cm above the luer lock. The reported condition was verified. The cut is not a clean cut, and therefore it is highly unlikely that it was caused by a sharp instrument. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a administration set had a split in the line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.